Event description:
It was reported that this right atrial (ra) lead suffered damaged to the insulation likely due to clavicular crush damage caused by a patient fall. It was also noted that an x-ray was performed. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead suffered damaged to the insulation likely due to clavicular crush damage caused by a patient fall. It was also noted that an x-ray was performed. A lead replacement procedure was scheduled. No additional adverse patient effects were reported.